Event description:
It was reported that a patient received a vibratory notifier from their device. It was determined that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was restored back to normal settings. The patient condition was stable before, during, and after.